Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 550 mg/dl. It was stated that the customer believes the infusion sets were not functioning properly and her glucose level was uncontrolled. The customer stated that once she used another infusion set from a different lot, she had a better control of her glucose level. No further info was provided.